Manufacturer narrative:
Conclusion: the returned opened pack was received in a damaged condition. It appeared that the pack had been previously opened. The sample was visually examined and found to be of a satisfactory condition.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2012 and suture was used. The suture material snapped during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-00637, 2210968-2012-00638 and 2210968-2012-00640. The same patient is represented in each medwatch.